Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be cracked and unreadable. The lcd screen has evidence of physical damage. The device's lcd screen was replaced to address the issue.